Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 481 mg/dl. The father of the customer reported that the high blood glucose levels were treated with an insulin pen. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer was advised to monitor the insulin pump. No additional information is provided.